Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿discomfort and swelling, minor swelling, uneven swelling, and some soreness in the lips" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an ¿off label¿ injection of 2 syringes of juvéderm vollure¿ xc in the lips. Patient had minor swelling in the lips immediately post injection. Patient was concomitantly injected with 2 syringes of juvéderm voluma® xc in the mid-cheeks with no issues. Approximately 2 weeks later, patient had ¿uneven swelling and some soreness in the lips,¿ ¿discomfort,¿ and was treated with a vitrase injection, medrol dose pack, and doxycycline. Symptoms resolved 3 days later.